Manufacturer narrative:
(B)(4). The rt319 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt319 adult breathing circuit was received at fisher & paykel healthcare (f&p) in (B)(4) for evaluation where it was visually inspected. Results: visual inspection of the complaint circuit revealed the inspiratory limb had a cut about 24cm from the patient end. The limb appeared to have been cut with a sharp object. Conclusion: we are unable to determine what may have caused the event reported by the customer. All breathing circuits are visually inspected before leaving the production line. The user instructions accompanied by the rt319 adult breathing circuit state the following: "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged. "Do not crush tube." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Before connecting to patient, ensure that flow and pressure testing applicable to the ventilator has been completed."

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that the rt319 adult bi-level CPAP breathing circuit kit had a crack in the circuit approximately 20cm from the chamber end. This was found before patient use. There was no patient involvement.